Event description:
It was reported that therapist overrode dose message and proceeded to treat. Based on the available information, customer confirmed there was a treatment error due to user mistake. No further information was provided.